Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient developed an epidural hematoma and experienced weakness. The device was not turned on and it was removed. There have been no reports of further complications regarding this event.